Event description:
Unomedical reference no. (B)(4). Event occurred in the united states. On (B)(6) 2024, patient's husband has reported that infusion has bent canula. The patient,s blood glucose at the time of incident was more than 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.